Event description:
On (B)(6) 2025 the user reported accidentally administering 30 units of insulin during their first supply change in early (B)(6) 2024 due to forgetting to rewind the pump after inserting the infusion set. As a result, the user experienced a low blood glucose (bg) of 40 mg/dl, which remained out of range for approximately three hours. The low bg was treated with candy and baqsimi (glucagon nasal powder). The ilet issued low bg alerts. The user experienced lethargy and loss of consciousness. Their husband assisted them to the car due to extreme lethargy and "wobbliness" and drove them to the emergency room. However, by the time they arrived, the user began to feel better, so they waited in the parking lot and did not seek medical intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.